Event description:
It was reported that a s atlantis abutment became stuck in a dental implant, resulting implant loss.

Manufacturer narrative:
Investigation revealed that the customer ordered the wrong interface on the original order, they ordered a ankylos welded type screw by mistake and this is why it became stuck in the dental implant.